Manufacturer narrative:
A ge service representative performed an on site investigation. The camera iris was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a loss of usable image during a case. The procedure was completed with another system. No patient injury was reported.